Event description:
A report was received that the battery was not working. The patient will undergo a revision procedure.

Event description:
A report was received that the battery was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.